Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's physician contacted dexcom technical support on (B)(6) 2011 to report that pt had experienced a hypoglycemic episode while operating her vehicle. Pt recalls seeing a glucose reading error on her cgm but decided to drive her vehicle anyway. Paramedics were called on accident site and pt was transported to hosp where her bg was measured to be below measureable point. Pt now understands not to operate a vehicle before testing her bg. At the time of her call to dexcom, pt was doing fine.